Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: contamination of the keypad button contacts and dim, faded, discolored display.

Manufacturer narrative:
Submitted: (B)(4) 2014. Device evaluation: on examination, the keypad cover was torn off along the left side of the up arrow button toward the bottom of the keypad. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim, faded and discolored.